Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) due to syncope. Technical services reviewed the device data and there was no evidence of loss of capture or rhythm related cause of symptoms other than an onset of atrial fibrillation (af) with intermittent rapid ventricular response (rvr) with a higher rate pacing in which the patient may not be tolerating well. At this time, the device remains in service. No additional adverse patient effects were reported.